Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found liquid crystal display (lcd) lens cracked. The event history log was reviewed and there were multiple alarms of "high alarm displayed: communication module intermittent connection." The customer reported issue was confirmed. The lcd lens need to be replaced, and software needs to be updated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the pump was not connecting to wireless during setup". During device evaluation it was found multiple alarms of "high alarm displayed: communication module intermittent connection."